Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer reported that the device¿s outer sheath had a loose ceramic tip. Based on the investigation, olympus confirmed result of the reported event in fact the ceramic tip was broken off. It can be concluded that a damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. But a definitive root cause could not be determined. The IFU (instructions for use) carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: 4.0 before use, warning infection control risk (ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: visually inspect the product. Make sure that it has: 1. No corrosion 2. No dents 3. No scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs had a loose ceramic tip. The issue was found during reprocessing for a therapeutic hysterosalpingoscope procedure that was completed using the same set of device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed, the ceramic tip broke off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.